Manufacturer narrative:
(D10) concomitant device(s): 300-30-09 - equinoxe preserve stem 9mm: b016830, 322-36-00 - 145-deg pe 36mm hum liner +0: b165096, 322-10-00 - humeral adapter tray, +0: b119164m 320-31-36 - glenosphere, 36mm: b145649, 320-35-08 - small superior/posterior augglenoid plate,right: b148698.

Event description:
Intra-operatively of a right rtsa, it was reported via clinical study that the patient experienced a humeral fracture. It was further reported that a small medial calcar crack occurred during trialing. The action taken during the procedure was cemented stem and the outcome of this event remains continuing. The clinical report indicates that this event is unlikely related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6 MDR section codes updated/corrected: b, c, d, e, f the reason for the intraoperative bone fracture reported in cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.